Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that a ar-2324pslc swivelocks suture on the eyelet broke off during insertion. This occurred on (B)(6) 2022 during a rotator cuff repair when the eyelet broke off into the joint during insertion. The broken fragment was retrieved, and the case was completed using another ar-2324pslc. There was no patient effect reported. No additional information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.